Manufacturer narrative:
The balloon was tested per normal requirements and showed no signs of leakage or asymmetry. The sutures were placed and left in a loose manor, the balloon was then placed in to the cavity and filled to 30cc. The sutures were then tightened and the balloon was imaged to verify the skin bridge which was greater than 1cm. At the time of imaging, the balloon appeared to be in good condition. The treatment was delivered per protocol. The saline in the balloon is withdrawn by the surgeon, and was not measured, but clearly not 30cc. The radiation oncologist indicated that the surgeon did not notice any saline pooled in the cavity. The balloon was evaluated and confirmed leakage, but has been sent to material supplier for further investigation.

Event description:
The 3-4 cm balloon applicator of the brachytherapy procedure for a patient undergoing intraoperative radiation treatment for breast cancer was found with a pin hole that allowed the saline solution from the balloon to escape. The indicated finding was discovered after radiation treatment was delivered and the balloon applicator explanted from the patient, therefore indicating that saline solution had leaked during the treatment. Complaint tracking # (B)(4).